Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular (rv) lead oversensing noise. It was also reported that several ventricular tachycardia episodes with noise were recorded and that the lead exhibited high impedance, sensing integrity counts (sic) and a possible fracture. The lead was scheduled to be reprogrammed in order to inactivate tachycardia therapy. Two days later, the lead was capped and replaced. No further patient complications have been reported as a result of this event.